Manufacturer narrative:
Evaluation summary report attached in german was translated to english.

Manufacturer narrative:
Evaluation protocol not completed yet.

Event description:
The patient had a closure in the afs segment. A 8f 45cm dura sheath was used. The thrombotic occlusion was strong to pass using a v18 control recanalization wire. The wire was then exchanged for a 0018 "rotarex wire. After successful wire passage, a 8f 110cm rotarex was introduced. After 5000 ie heparin, the intervention was started. In the middle of the closure, the rotarex stopped and could only be recovered afterwards broken.. The catheter was recovered without problems. The passage was then completed with a second rotarex without any problems. However, no further problems arose from this situation. The catheter was properly prepared.